Event description:
It was reported that the pulse generator exhibited via a merlin.net transmission, intermittent loss of capture, a sensing anomaly and out of range ventricular capture threshold measurements. The device would be reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.